Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: his blood glucose (bg) has been running high for a couple of weeks. He was in the ER two days ago with ¿high¿ reading, and large ketones in his pump. (B)(6) 2013, 8:00pm, "high", 10:00pm. 588mg/dl, gave 15 units sq via syringe, 12:00am, 412mg/dl, gave 15 units sq via syringe, 4:00am, today, bg 167mg/dl, gave 1 unit bolus via pump, 8:30am, today, bg 164mg/dl, basal 1.9 units/ hour. Infusion set change at 11:30am, bg 483mgm/dl, ate 30g carbs and gave 6 unit bolus for meal and 15 unit correction bolus via the pump, ketones 500mg/dl he reports, 1:30pm, bg 593mg/dl, gave 15 units sq via syringe, 3:00pm, "high" on meter so he gave 15 units sq via syringe, 4:00pm, bg 522mg/dl. He is still wearing the pump and reports no new medications, no new activities/stressors, no new diet changes. Time and date are correct in pump. Insulin is stored appropriately and is not expired. Walked through checking his pump settings, I:c ratio, basal rates, bg target, isf, iob all programmed as desired . Prime history show patient changing site every three days with appropriate amount of insulin. Tdd is adding up correctly. Bolus history amounts are all given to completion and as desired per pt. No recent alarms in pump history, patient report sites look good no bumps, no bruising, no bleeding or leaking at site. Patient reports he rotates between abdomen and buttock. Patient has remained on the pump and taking injection for the last three days. Customer support (cs) advised the patient the pump is safe to use, but that he should call his physician for setting adjustments. On (B)(6) 2013, the patient contacted animas again and alleged that he was admitted to the hospital for an overnight stay, taken off the pump, put on an alternate method until he can work with his endocrinologist to get back on pump therapy. This complaint is being reported due to the allegation that a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.